Event description:
The above referenced reports concerns an event with the print size used on the package label for a duracon femoral component. Allegedly, the surgical team found the label to be too small to read and initially implanted a large femoral prosthesis instead of a medium/large. The surgeon discovered the error when the pt was open, and a test for range of motion was performed. Rthe correct medium/large femoral prosthesis was implanted in the same surgical setting, and the pt was closed without incident. Under the guidance of joan ferlo todd, this event was notreportable undr MDR. This was not an out-of-box failure and is considered to be an isolated event. The two questions concerning this event are addressed below. Review ofs the front sizes for labeling showed the description to be courier 9 point 15 pitch font and the catalog numbers to be courier 12 point 10 pitch font. The label and package conform to their respective specifications. There have been no other reports relating to the label print size of a howmedica device. This event is not device related, therefore product performance reports are not pertinent and have not been included.